Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the issue was observed when the companion 2 driver was not supporting a patient. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited emergency and external battery error alarms.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The electronic patient data file was reviewed and revealed an emergency battery error alarm as well as a lack of recognition of the external battery in bay 2. According to the alarm data, when the driver was powered on again three days later, both external batteries and the emergency battery were recognized and accepting a charge. This behavior for both the emergency and external batteries is indicative of being severely depleted. Once the batteries were given time to charge they recovered. Driver testing was also performed and found that the driver was able to recognize and charge multiple external batteries. Additionally, the external batteries returned with the driver were further evaluated and found to function as intended. The emergency battery was further tested and found to have a diminished capacity which may have contributed to its depletion. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The companion 2 driver was not supporting a patient. The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited emergency and external battery error alarms.